Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with radiesse on an unknown date, for an unknown indication. The lot number for radiesse was not reported. After the radiesse injection, the patient experienced a vascular occlusion (reported as vo). The outcome of the event was unknown.

Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and lot search on the reported lot could not be performed. However, routine trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, rec-002150, 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered to be serious, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. Corrective treatment was not provided and outcome was not reported. Due to limited reporting of the injection date and onset date of the event as well as the injection site and localization of the event, temporal and local relationship can only be assumed. The event vascular occlusion is expected based on the currently valid us instructions for use (IFU) of radiesse and can occur after treatment with radiesse. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. This case is considered to be serious and reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.